Event description:
Customer reported that the touch screen does not work correctly. Customer reported that the unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user.